Manufacturer narrative:
H6: investigation summary no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the unspecified bd¿ syringe was difficult to operate. The following information was provided by the initial reporter: "received voicemail from consumer stating he's having a problem with syringes."

Event description:
It was reported that the unspecified bd¿ syringe was difficult to operate. The following information was provided by the initial reporter: "received voicemail from consumer stating he's having a problem with syringes."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter name and address: the customer's address is unknown. Montana, USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.